Manufacturer narrative:
(B)(4). Concomitant medical products: ascent femur catalog 179035 lot 896820; ascent tibial bearing catalog 179230 lot 041150; biomet tibial tray 79mm catalog 141235 lot 620850. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by the hospital. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 1825034-2016-04067.

Event description:
It was reported that the patient underwent a left knee revision procedure approximately 12 years post implantation due to bearing wear and patella button tracking issues. The tibial bearing and patella button were removed and replaced. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.